Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was difficult to open and required additional assistance. A second pipeline was placed to assist the first pipeline in reducing thrombosis formation.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left middle cerebral artery with a max di ameter of 3 mm and a 3.2 mm neck diameter. Landing zone: distal: 2.4 mm and proximal: 2.6 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed a left middle cerebral artery aneurysm. It was reported that on may 13, 2024, the doctor performed dense mesh stent implantation to treat a left middle cerebral artery aneurysm. During the surgery, it was difficult to open the stent's tip. After pushing, pulling, retracting and other operations, the stent's tip end was opened, but not completely. After complete release, the guidewire massaged the tip end of the stent. After angiography, it was found that the blood flow in the middle artery was slow, and it was suspected that thrombosis had formed at the tip end of the stent. In order to prevent postoperative ischemic events from jeopardizing the patient's life, the surgeon decided to release another stent to cover this stent. In order to prevent doctor-patient disputes, the first stent was reported as a complaint and it was not charged to the patient. The first stent had been implanted and could not be removed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received reported the cause of the difficulty opening was that the braided wire at the tip end was entangled. The pipeline was not placed in a vessel bend when it failed to open. There were extra steps taken to open the pipleine (retrieving, pushing and pulling etc). In addition to the second stent deployment, tirofiban was administered due to thrombosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.